Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. But returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that 5 ufc of (B)(6) was detected from the forceps elevator mechanism of the subject device. The amount of 5 ufc is more than the criteria of (B)(6) guideline, less than 5 ufc. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested (B)(6) twice when the user facility conducted routine microbiological tests. At the first culture test, (B)(6) was detected and at the second culture test, (B)(6) and (B)(6) were detected from the subject device. There was no report of patient infection associated with this report.